Event description:
It was reported that the device's paddle set will not charge above 2 joules. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering info for a replacement set of paddles. The customer later confirmed that the paddles have been replaced and the device is functioning properly. The removed set of paddles have not been returned to physio-control for eval; therefore, further investigation cannot be performed.